Manufacturer narrative:
Patient information refused by the site. This event occurred simultaneously with an imaging system event previously reported under 1723170-2018-00769. The secondary probe requested to be replaced reported under 1723170-2019-00028. Instrument not returned by the site for analysis. No analysis available. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that a cervical probe tip was bent at about" 5-10 degrees c." Two probes were requested to be replaced. No impact to patient and less than an hour of delay were reported.